Event description:
The company representative on behalf of the customer reported to olympus, when the evis lucera elite colonovideoscope was connected and powered on, an e315-scope communication error code was displayed. This occurred during preparation for an unspecified procedure. The intended procedure was completed with no delay, using another device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name - (B)(6) the device was returned to olympus for evaluation and the reported event was not confirmed. Other findings are as follows: the adhesive on the bending section was chipped; the forceps channel port and suction cylinder were shaved; the control unit was discolored; and the suction connector was dirty due to water leakage. Lastly, there were scratches on the following parts: the scope connector cover unit, the right/left knob, the upward/downward knob, the forceps elevator lever, the forceps elevator knob, the flexibility adjustment ring, the image guide protector, the suction connector, the universal cord, the grip, the control unit, the plastic distal end cover, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is most likely that the e315-scope communication error code was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, handing, or failures of the parts mounted on the electrical circuit board such as the integrated circuit chips and capacitors. However, the root cause of the reported event could not be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as described below: [inspection of the endoscopic image] observe the palm of your hand using the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.